Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed noise when programmed to bipolar configuration. The system had also displayed pacing impedances of less than 200 ohms. The system was reprogrammed to unipolar and no noise was seen. There were no adverse patient effects. The system remains in service.